Event description:
A report received from the USA stated an 840 ventilator's light-emitting diode was not illuminating. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reseated the display cable. No parts were replaced. The unit passed extended self-testing. (B)(4).